Event description:
Caller reported a cartridge alarm 20 during pumping, and the issue did not cause blood glucose levels to exceed 500 mg/dl, although ketones were mentioned. There was no adverse impact to the customer¿s blood glucose level. Customer agreed to use the current pump as backup therapy while tandem technical support sent a replacement pump with updated software. Additionally, cts provided instructions for placing the pump into storage mode and ensured customer knowledge of the steps necessary upon receiving the replacement pump.